Event description:
(B)(6): customer reports via phone that during a urology procedure, the table monitors kept shutting off. Staff brought in another tower monitor and physician completed the procedure without further incident. No reported injury. Customer does have a backup room for procedures.

Manufacturer narrative:
Customer reports that during a urology procedure, the table monitors kept shutting off. Staff brought in another tower monitor and the physician completed the procedure without further incident. There was no reported injury. The next day the field service engineer (fse) arrived on site for report that all power was off to the room and found incoming power line breakers off. When power to room was restored, all equipment worked normally with fse checking system per service checklist (B)(4). System was returned to customer for service.